Event description:
It was reported that during implant, the right ventricular lead dislodged, exhibiting low sensing and high capture thresholds. The lead was repositioned. Following the procedure, the lead exhibited high thresholds and low sensing. The lead was successfully repositioned on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.